Manufacturer narrative:
To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during an unknown procedure, the subject camera head had no working image. The issue occurred during preparation for use for an unknown procedure. There was no harm or injury reported.

Event description:
It was reported during an unknown procedure, the subject camera head had no working image. The issue occurred during preparation for use for an unknown procedure. There was no harm or injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. Review of device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported issue was not confirmed. However, kinks in cable was observed. Based on investigation results, a definitive root cause of the reported phenomenon could not be identified. Olympus will continue to monitor the field performance of this device.